Event description:
Pt was injected for cat scan of the abdomen and pelvis. IV placed in left antecubital vein. Good blood return when IV placed. A test dose of contrast injection was performed with the "eda" patch placed on the left arm above the elbow. Contrast was injected at a rate of 2.0cc/sec with a 60 sec delay. The IV site was observed until the time the scan was started. After cat scan was completed arm was examined because no contrast was seen on cat scan. 130cc of contrast was extravasated in the left antecubital space. It was undetected by the "eda" patch.